Event description:
It was reported difficulties were encountered during deployment of the bands of this speedband superview device during an esophageal varices banding procedure. Following deployment difficulties, the patient experienced bleeding due to a ruptured varix. The patient underwent a sclerosing procedure to stop and treat the bleed. The patient also received a blood transfusion. The patient's condition is satisfactory. Boston scientific is currently performing a recall on specific lot numbers and placed a ship hold on all remaining product. The lot number reported is not contained in this recall. With the elements the company has up until now the company does not know if there is a relationship between this event and the recall of the speedband superview. The company is waiting the results of the technical analysis. The device has been destroyed by the user facility. Therefore, no failure analysis is available.